Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-07100. The patient received three leads, and two have the same lot number. It was reported by the patient she has severe scoliosis. The patient reported she was not received effective stimulation, even after reprogramming was attempted. The patient reported she did not plan to use the scs system in the future.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.